Event description:
Epinephrine IV infusing w/o effect on the patient for 20 minutes. A leak was noted at the clave adapter site. The line was disconnected by the nurse who noted that inside the adapter it was "jammed". The patient's bp decreased during the event requiring increase in ivf, medications and albumin infusion. The patient was stabilized after changing the adapter.